Manufacturer narrative:
Pump passed the displacement. Pump received with partial broken reservoir tube lip and missing reservoir tube o-ring. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was damage to the reservoir area and the gasket was coming out. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.